Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device failed to function properly. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/03/2008. Evaluation summary: the analysis results found that the el5ml device was returned with the jaws broken at bifurcation. This damage is consistent with post decontamination process as evidenced by overall state of corrosion. The instrument was received empty and fired through. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.